Manufacturer narrative:
A medtronic field service engineer visited the site and tested the system: the atp board on the o arm was not communicating with the generator. Board was also resetting generator configuration. Replaced firmware eprom as a precaution. Verified system functions as intended. After firmware replacement system performed properly and passed all testing. No further issues reported.

Event description:
A medtronic representative reported that during an open lumbar fusion surgery, the o-arm would not take 2d exposures. They opened and re-closed the gantry door to ensure the door was fully closed. Reboots were unsuccessful. Surgeon was unwilling to use the previous CT's taken to navigate using point merge as they had already placed an interbody device and the anatomy had shifted. Procedure was completed using a c-arm. No harm to patient.